Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancy issues. The customer¿s blood glucose level from the reported event was 370 mg/dl while the sensor glucose level was 40 mg/dl. The sensor and blood glucose difference was not within acceptable range. The customer stated that the insulin pump suspended the insulin delivery due to the sensor discrepancy, which caused a high blood glucose. Troubleshooting was performed. The product will not be returned for analysis.